Event description:
The facility reported a colleague infusion pump with failure code 199. This condition had the potential to interrupt delivery. The event was reported to have occurred upon during testing in the biomed department. According to the hospital representative, there was no patient involvement. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump that experienced failure code 199 was not confirmed by baxter personnel during product evaluation. Failure code 199:xxx is categorized as a battery issue. Upon further event history log review qe determined use/user error since customer did not charge the pump for 12 hours uninterrupted as per operator manual instructions. The reported condition could not be reproduced; therefore, no repair was necessary. This device is a remediated colleague pump with a user interface module software version of 6.13.90. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.